Event description:
In 2004, pt proceeded to charge for about two hours pt noticed that thre charger was getting hot and removed the charger. The pt observed a burn around the area of one of the staples taht were left from the implant surgery. Three days later the pt was seen by a nurse.